Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED FEW MONTHS PRIOR TO THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
IT WAS REPORTED THAT THE PATIENT WAS HAVING DIFFICULTY CHARGING THE IMPLANTABLE PULSE GENERATOR (IPG) DUE TO WEIGHT LOSS. THE PATIENT UNDERWENT AN IPG REPLACEMENT PROCEDURE AND WAS DOING WELL POSTOPERATIVELY.

Event description:
It was reported that the patient was having difficulty charging the Implantable Pulse Generator (IPG) due to wiegt loss. The patient underwent an IPG replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred few months prior to the date the manufacturer became aware of the event.Investigation Results:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation Conclusion:The device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the Complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code Adverse Event Related to Patient Condition will be used.